Event description:
It was reported that the pump battery was intermittently depleting too quickly. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed.